Event description:
Related manufacturer reference number: 3006705815-2024-01657. It was reported that the patient's leads migrated after taking a fall. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.